Event description:
It was reported that the patient refused to use his speech processor because, it caused him to have a painful sensation. Testing confirmed that the internal device has failed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.